Event description:
It was reported to philips that when checking the heartstart xl defibrillator the charging light was not on and the battery could not be charged. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl indicating that the charging indicator does not light up when the device is charging, the battery cannot be charged. The customer unplugged the power supply and the device immediately shut down. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer only. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective power module. A third party repaired the power module to resolve the reported issue and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.